Event description:
Patient presented to the physician with pain at the ipg site. Physician suspected ipg migration within the pocket may be due to weight loss. Physician brought the patient into the operating room, re-sutured the ipg, and closed.